Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual evaluation of the instrument noted that the instrument was loaded with the listed loading unit. The firing knobs were retracted, and the jaws were closed. Further inspection of the shaft noted detents on rotation collar. Functionally, the instrument was unloaded successfully. The instrument was successfully loaded with a device. The instrument and reload were applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the shaft detents may occur when rough handling. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, there was a problem unloading the device. The load did not open and could not be removed from the stapler. The stapler and load have been replaced to resolve the issue in order to complete the case. There was no patient injury.